Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to unspecified reasons. A patient outcome of stable was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.